Manufacturer narrative:
Used for catheter.

Event description:
It was reported that the pt experienced unspecified withdrawal-type symptoms. A catheter revision was performed due to a leak. Dates of the event, revision, and concentration and daily dose of baclofen were not reported. Add'l info has been requested but was not available on the date of this report.